Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary no orders were crossing over to pyxis. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no orders were crossing over. A technical support specialist applied the hotfix indexes followed the knowledge article (med es server messages not processing-concurrent error) to address the reported issue and restore normal message processing. The system functioned as intended after the technical support specialist troubleshot the device.